Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that there are air-in-line alarms with and without visible air noted. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced air bubbles. The following information was provided by the initial reporter: the reported issue is air-in-line alarms with and without visible air noted. To troubleshoot will manipulate the IV tubing, ¿flick¿ the bubbles, or remove the IV tubing and ¿flush¿ fluid through the line to remove the air bubbles.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced air bubbles. The following information was provided by the initial reporter: the reported issue is air-in-line alarms with and without visible air noted. To troubleshoot will manipulate the IV tubing, ¿flick¿ the bubbles, or remove the IV tubing and ¿flush¿ fluid through the line to remove the air bubbles.